Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with the cobas e411 immunoassay analyzer. The initial result was 44.72 ng/l with a data flag. This result was reported outside of the laboratory and questioned by the doctor based on the patient's symptoms. A new sample was tested with a result of < 3 ng/l. The first sample was then repeated with a result of < 3 ng/l. The reagent lot number was 512050. The expiration date was requested but not provided.